Manufacturer narrative:
The lot history record was reviewed for any abnormalities which may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint sample was returned for eval and the following was observed: the sample was returned in one piece. The balloon is deflated. There is a 1 cm section drawn down located 11.8cm from the distal tip. The sheath was not returned for eval. As part of the eval the catheter was interfaced with a cordis 6f sheath without difficulty. The glue is within spec, no more than 1mm into the cone. The od at the glue is approx .087". Currently there is no spec for this. Based on the slightly stretched appearance of the catheter in the balloon it is obvious that the balloon has been inflated. Inflation of the balloon was unsuccessful due to the fact that the balloon had been drawn from. The drawn down section of the balloon catheter would have made inflation and deflation difficult. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. The catheter did not deflate completely due to the stretched sections of the shaft. The exact cause of the complaint is unk. It is possible that the balloon shaft became stretched during the removal of the balloon protector causing the balloon to deflate slowly. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. If the stretched section occurred during the mfg process, it would have been detected during this inspection. Corrective action has been opened.

Event description:
The balloon would not deflate after insertion. Balloon was percutaneously stuck to get the balloon down and out of pt.